Event description:
It was reported by a customer in the USA that, during patient use, an 840 ventilator graphic user interface (gui) had a blank screen. It was also reported that there was a power outage at the time of the incident. Although requested, there is no available information regarding changing the patient to another ventilator. There was no reported patient injury.

Manufacturer narrative:
The covidien customer support engineer (cse) evaluated the device, and verified the malfunction. The cse replaced the graphic user interface (gui) central processing unit (cpu) printed circuit board (pcb), backlight inverter printed circuit board (pcbs), and upgraded the software to the current revision. The unit passed all tests and calibrations, and it was observed to be operating within manufacturing specifications. Covidien reference # (B)(4).